Event description:
The customer reported that her olympus video system center was presenting an e311 communication and was stuck in narrow band imagining (nbi) mode. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed, no e311 error was present during testing. However, the subject device appeared to have suffered severe fall damage. The front panel lighting was failing. The led unit was loose, causing the light color to not change with nbi mode was selected. The fan motor was no longer functioning. An e337 error was present due to the fan-lock failing, causing the temperature in the housing unit to climb. The rear fan was also found cracked, causing the unit to display an e337 error message. The solenoid of the optical filter was also failing, causing an e110 error code. The front panel was damaged. There were gaps in between the chassis and the connector. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the front panel lighting failure/system failure, the fan motor not working, the optical filter failure, and the fan-lock failure could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received noting that the event took place during a diagnostic procedure. Reportedly, the procedure was canceled. The initial reporter confirmed there was no harm to the patient, but was unsure if the procedure would be rescheduled or not.